Event description:
The blood glucose monitoring device was not powering on and noticed the bottom of it had burning and missing connectors, especially the third from the left connector. Reporter stated there were no previous concerens with the device and no one was hurt by the alleged incident. Reporter indicated being unsure of the cleaning of the device. A request was made for the return of the suspect device and replacement product was sent.